Manufacturer narrative:
(B)(4). The distributor in the (B)(4) determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). Carefusion is attempting to make arrangements with the distributor in the (B)(4) to have the alleged faulty user interface module (uim) returned for evaluation. Should the alleged faulty user interface module (uim) be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in the (B)(4) on behalf of the user facility in the (B)(6). "On turning the avea on the screen stayed blank. The ac light was on and the battery status was green. The second time the vent was turned on it did power up and the screen came on as if the vent is left powered off for ten minutes and then turned on it doesn't come on first time again".